Event description:
Related to MFR report: 2193959-2012-02436. It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc on or about (B)(6) 2011 to treat pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleged plaintiff has suffered serious bodily injury, mental and physical pain and suffering. Plaintiff's attorney also alleged plaintiff suffered infection or inflammation, tissue abrasion, and other severe adverse health consequences.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.